Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a software error. In consequence the device was upgraded to the latest software version. There was no patient or user harm reported.

Event description:
The user in graphics select the layout window number 3 (combination of graphic panel and half screen waveform) however, then the user select the vent status however the screen frozen in bottom left side of the screen as we can see in the video. After the second restart the unit is working normally.